Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited a lead impedance measurement anomaly and a capture threshold measurement anomaly. No intervention was reported. The patient was in good condition.